Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, during insertion of the delivery catheter system (dcs), resistance was felt at the calcified right common iliac artery (rcia). The dcs was withdrawn and an 18 fr. Vessel dilator was inserted. The dcs was then inserted without resistance and the valve was successfully implanted. Upon removal of the dcs, angiography revealed dissection of the rcia and the external iliac artery (eia). Subsequently, a stent graft was implanted in the eia and a surgical stent was implanted in the right femoral artery (rfa). No further adverse patient effects were reported.

Manufacturer narrative:
Updated data: a1 - patient identifier a2 - patient age/dob a4 - patient weight a5a - ethnicity a5b - patient race b7 - relevant history d4 - UDI # h6 - patient code, device code, method code, results code, conclusion code additional codes - imf health impact and img component code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.